Manufacturer narrative:
(B)(4). Based on additional information received we have determined this to be a duplicate report. Any further correspondence should be referred to (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure to fix a bowel obstruction, the surgeon felt that the device did not function properly as some tissue had not been properly dissected. The patient required reoperation.